Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer intermittently experienced air bubbles in the infusion set tubing. There was no adverse impact to customer¿s blood glucose level. Customer changed the infusion sets to address the issue and resumed insulin delivery.